Event description:
The following has been reported: pump will not operate past set up, get service alert. A preliminary review of the device log files was not performed. The device was returned for evaluation. The device started up in state 1 error condition. Log files indicate a pneumatic valve 4 actuation error. Performed hardware test and unit failed. Installed the engineering test pneumatic assembly and performed recharge/hardware tests, unit passed. During investigation the unit was intermittently losing wi-fi connection. Removed and replaced som module and error no longer occurred. Valve 4 will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the valve 4 actuation failure during investigation. No adverse effects were reported.